Event description:
The hcp reported that while placing a bravo ph monitor capsule would not hold suction or deploy from the delivery system. After removal from the pt the capsule released. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced but no blood or tissue was present. The plunger had been fully depressed and retracted. It appears that the capsule had not attached to the patient's esophagus.